Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), metal poisoning ("metallosis"), anxiety ("anxiety"), fatigue ("tiredness") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, swelling, genital haemorrhage, metal poisoning, anxiety, fatigue and headache outcome was unknown. The reporter considered anxiety, fatigue, genital haemorrhage, headache, metal poisoning, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain in right iliac fossa'), ovarian adenoma ('ovarian cystadenoma right side') and ovarian cyst ('follicular cyst left side') in a 42-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included mononucleosis in 2017, ankle injury (after sprain, hematoma, pain) on (B)(6) 2013, recurrent uti (twice a year, usually reddish urine) in 2009, pyelonephritis in 2009, gravida ii (uneventful) and parity 2. No known drug allergies, no food or metal allergies. Menarche age 11. Menstrual cycle: 4 days every 28 days. Concurrent conditions included uterine myoma (before essure), uterine anteflexion, allergic to dogs and overweight (bmi 27). Family history included cardiomyopathy (father died). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced heavy menstrual bleeding ("heavy menstrual bleeding"), menstruation irregular ("irregular periods") and intermenstrual bleeding ("excessive irregular bleeding, abundant uterine bleeding"). On (B)(6) 2015, the patient was found to have ovarian adenoma (seriousness criterion hospitalization) and experienced ovarian cyst (seriousness criterion hospitalization) and cervical cyst ("small nabothian cysts on the cervix"), 2 years 2 months after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced presyncope ("presyncope episodes"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), abdominal distension ("abdominal swelling"), back pain ("back pain, continuous pain in the lumbar-sacral region"), salpingitis ("salpingitis"), oophoritis ("oophoritis"), peripheral swelling ("leg swelling"), metal poisoning ("metallosis"), seizure ("seizures lasting 5-10 minutes at night") with muscle spasms, anxiety ("anxiety"), headache ("headaches"), fatigue ("tiredness, excessive fatigue"), endometrial hyperplasia ("endometrial hyperplasia") and inflammation ("inflammation on belly"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with ibuprofen, ketorolac tromethamine (toradol), metoclopramide hydrochloride (primperan), ondansetron, paracetamol, tranexamic acid (amchafibrin) and surgery (cystectomy of both ovaries and morgagni's hydatidon (B)(6) 2015 and laparoscopic bilateral salpingectomyand removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, menstruation irregular, intermenstrual bleeding, dysmenorrhoea, abdominal distension, back pain, salpingitis, oophoritis, peripheral swelling, metal poisoning, seizure, ovarian adenoma, ovarian cyst, cervical cyst, anxiety, abdominal pain, headache, presyncope, endometrial hyperplasia and inflammation outcome was unknown and the fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, cervical cyst, dysmenorrhoea, endometrial hyperplasia, fatigue, headache, heavy menstrual bleeding, inflammation, intermenstrual bleeding, menstruation irregular, metal poisoning, oophoritis, ovarian adenoma, ovarian cyst, pelvic pain, peripheral swelling, presyncope, salpingitis and seizure to be related to essure. The reporter commented: initial consumer report received on (B)(6) 2020 via health service. Essure was implanted in (B)(6) 2013, since then she experienced symptoms. In less than 2 years, implantation essure caused various cystic formations in her body. As a result of these cysts, on (B)(6) 2015, she was in emergency room for pain in the right iliac fossa. After being admitted to the ward on (B)(6) 2015, a right and left ovarian cystectomy intervention was scheduled, she was discharged on (B)(6) 2015. Follow up (B)(6) 2014 via lawyer: - the device insertion technique was carried out following the recommendations in this regard (hysteroscopy) -the postoperative visit protocolized in this procedure was carried out, visit 3 months after insertion with radiological verification of the same. -to this date, it has not been possible to find a causal relationship between essure and menstrual alterations. -the patient presented gynecological pathology (ovarian cystadenoma and endometrial hyperplasia) that are not related to the essure device and can cause pelvic pain and menstrual disturbances diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Biopsy - on (B)(6) 2015: diagnosis: endometrial mucosa: simple hyperplasia without atypia. Hysteroscopy - on (B)(6) 2013: essure insertion. Satisfactory location, not painful. Turn numbers in: right tube: 2. Left tube: 5. Magnetic resonance imaging abdominal - on (B)(6) 2015: conclusion: septate cysts of 5.3 cm in the right ovary and 2.9 cm in the left ovary that could be related to cystadenomas as the first possibility. Intramural myoma of 15 mm. Mammogram - on (B)(6) 2015: without relevant findings: symmetrical distribution in both breasts, heterogeneously dense tissue composition (may hide small lesions). No suspicious nodules, architectural distortions or microcalcifications are identified. Benign calcifications of liponecrosis, bilateral. Skin and subcutaneous tissue without findings. Bilateral axillary lymph nodes with nonspecific appearance.. Pathology test - on (B)(6) 2015: ovarian cystectomy report: right ovary with 2 simple cysts of 2 cm and 1.5 cm and a morgagni hydatid. In the left cyst: 1 cm cyst formation. 1. Right ovary: laminar and elastic tissue and irregular fragments of size between 2 and 2.5 cm in dimension. There was also evidence of a 1.2 cm mucinous cystic appearance lesion. Diagnosis: right ovary (cystectomy-biopsy) -fragments of ovarian parenchyma -fragmented serous cystadenoma 2. Left ovary: fragment of ovarian follicular cyst. Tumour marker test - on (B)(6) 2015: 24.97 ui/ml [0-24]; on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2013: hypertrophic uterus. Endometrium in the first phase. Both adnexa normal, 20 mm follicle in the right ovary; on (B)(6) 2015: in the right ovary a thin septa 5.3 cm cyst (coronal section) and in the left ovary another 2.9 cm cyst with a thin septum can be seen. Hypointense lesions in t1 and hyperintense ones in t2, without detecting clear papillae, enhancement or restricted-diffusion patterns because they could be cystadenomas. Anteverted uterus with 9 mm thick endometrium. In left anterior wall, a 15 mm intramural myoma is observed. Artifacts found due to bilateral tubal locking coils. Small nabothian cysts on the cervix. Vagina without relevant alterations. Bladder and rectal blister without evidence of lesions; on (B)(6) 2015: uterus: normal structure - size: normal: 86x62x70 mm. -position: central. Flexion: posterior, regular morphology. In wall: anterior isoechoic nodule of 15 mm compatible with intramural myoma. -endometrium with normal echostructure (linear) 8 mm. Ovaries: -left ovary not visible -cystic right adnexa, septum, 66x47 mm, thin walls with papilla 4.6x3mm. Douglas: free. X-ray - on (B)(6) 2013: ankle trauma: no acute bone injuries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2022: follow up via lawyer with medical records (new reporters): new also: date of birth, essure indication, medical history (previously reported: myoma, anteverted uterus), test results (previously reported: ultrasound (B)(6) 2015, pathology (B)(6) 2015), concomitant and remedial drugs. New events: ovarian cystadenoma, endometrial hyperplasia, abdominal pain, presyncope. With follow up data, this report was detected to be a duplicate to record # (B)(4) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. Event added: inflammation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain in right iliac fossa'), ovarian adenoma ('ovarian cystadenoma right side') and ovarian cyst ('follicular cyst left side') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included mononucleosis in 2017, ankle injury (after sprain, hematoma, pain) on (B)(6) 2013, recurrent uti (twice a year, usually reddish urine) in 2009, pyelonephritis in 2009, gravida ii (uneventful) and parity 2. No known drug allergies, no food or metal allergies. Menarche age 11. Menstrual cycle: 4 days every 28 days. Concurrent conditions included uterine myoma (before essure), uterine anteflexion, allergic to dogs and overweight (bmi 27). Family history included cardiomyopathy (father died). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced heavy menstrual bleeding ("heavy menstrual bleeding"), menstruation irregular ("irregular periods") and intermenstrual bleeding ("excessive irregular bleeding, abundant uterine bleeding"). On (B)(6) 2015, the patient was found to have ovarian adenoma (seriousness criterion hospitalization) and experienced ovarian cyst (seriousness criterion hospitalization) and cervical cyst ("small nabothian cysts on the cervix"), 2 years 2 months after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced presyncope ("presyncope episodes"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), abdominal distension ("abdominal swelling"), back pain ("back pain, continuous pain in the lumbar-sacral region"), salpingitis ("salpingitis"), oophoritis ("oophoritis"), peripheral swelling ("leg swelling"), metal poisoning ("metallosis"), seizure ("seizures lasting 5-10 minutes at night") with muscle spasms, anxiety ("anxiety"), headache ("headaches"), fatigue ("tiredness, excessive fatigue"), endometrial hyperplasia ("endometrial hyperplasia") and inflammation ("inflammation on belly"). The patient was hospitalized from (B)(6) 2017. The patient was treated with ibuprofen, ketorolac tromethamine (toradol), metoclopramide hydrochloride (primperan), ondansetron, paracetamol, tranexamic acid (amchafibrin) and surgery (cystectomy of both ovaries and morgagni's hydatidon (B)(6) 2015 and laparoscopic bilateral salpingectomy and removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ovarian adenoma, ovarian cyst, heavy menstrual bleeding, menstruation irregular, intermenstrual bleeding, dysmenorrhoea, abdominal distension, back pain, salpingitis, oophoritis, peripheral swelling, metal poisoning, seizure, cervical cyst, anxiety, abdominal pain, headache, presyncope, endometrial hyperplasia and inflammation outcome was unknown and the fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, cervical cyst, dysmenorrhoea, endometrial hyperplasia, fatigue, headache, heavy menstrual bleeding, inflammation, intermenstrual bleeding, menstruation irregular, metal poisoning, oophoritis, ovarian adenoma, ovarian cyst, pelvic pain, peripheral swelling, presyncope, salpingitis and seizure to be related to essure. The reporter commented: initial consumer report received on (B)(6) 2020 via health service. Essure was implanted in (B)(6) 2013, since then she experienced symptoms. In less than 2 years, implantation essure caused various cystic formations in her body. As a result of these cysts, on (B)(6) 2015, she was in emergency room for pain in the right iliac fossa. After being admitted to the ward on (B)(6) 2015, a right and left ovarian cystectomy intervention was scheduled, she was discharged on (B)(6) 2015. Follow up (B)(6) 2014 via lawyer: - the device insertion technique was carried out following the recommendations in this regard (hysteroscopy) -the postoperative visit protocolized in this procedure was carried out, visit 3 months after insertion with radiological verification of the same. -to this date, it has not been possible to find a causal relationship between essure and menstrual alterations. -the patient presented gynecological pathology (ovarian cystadenoma and endometrial hyperplasia) that are not related to the essure device and can cause pelvic pain and menstrual disturbances diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Biopsy - on (B)(6) 2015: diagnosis: endometrial mucosa: simple hyperplasia without atypia. Hysteroscopy - on (B)(6) 2013: essure insertion. Satisfactory location, not painful. Turn numbers in: right tube: 2. Left tube: 5. Magnetic resonance imaging abdominal - on (B)(6) 2015: conclusion: septate cysts of 5.3 cm in the right ovary and 2.9 cm in the left ovary that could be related to cystadenomas as the first possibility. Intramural myoma of 15 mm. Mammogram - on (B)(6) 2015: without relevant findings: symmetrical distribution in both breasts, heterogeneously dense tissue composition (may hide small lesions). No suspicious nodules, architectural distortions or microcalcifications are identified. Benign calcifications of liponecrosis, bilateral. Skin and subcutaneous tissue without findings. Bilateral axillary lymph nodes with nonspecific appearance.. Pathology test - on (B)(6) 2015: ovarian cystectomy report: right ovary with 2 simple cysts of 2 cm and 1.5 cm and a morgagni hydatid. In the left cyst: 1 cm cyst formation. 1. Right ovary: laminar and elastic tissue and irregular fragments of size between 2 and 2.5 cm in dimension. There was also evidence of a 1.2 cm mucinous cystic appearance lesion. Diagnosis: right ovary (cystectomy-biopsy) -fragments of ovarian parenchyma -fragmented serous cystadenoma 2. Left ovary: fragment of ovarian follicular cyst. Tumour marker test - on (B)(6) 2015: 24.97 ui/ml [0-24]; on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2013: hypertrophic uterus. Endometrium in the first phase. Both adnexa normal, 20 mm follicle in the right ovary; on (B)(6) 2015: in the right ovary a thin septa 5.3 cm cyst (coronal section) and in the left ovary another 2.9 cm cyst with a thin septum can be seen. Hypointense lesions in t1 and hyperintense ones in t2, without detecting clear papillae, enhancement or restricted-diffusion patterns because they could be cystadenomas. Anteverted uterus with 9 mm thick endometrium. In left anterior wall, a 15 mm intramural myoma is observed. Artifacts found due to bilateral tubal locking coils. Small nabothian cysts on the cervix. Vagina without relevant alterations. Bladder and rectal blister without evidence of lesions; on (B)(6) 2015: uterus: normal structure - size: normal: 86x62x70 mm. -position: central. Flexion: posterior, regular morphology. In wall: anterior isoechoic nodule of 15 mm compatible with intramural myoma. -endometrium with normal echostructure (linear) 8 mm. Ovaries: -left ovary not visible -cystic right adnexa, septum, 66x47 mm, thin walls with papilla 4.6x3mm. Douglas: free. X-ray - on (B)(6) 2013: ankle trauma: no acute bone injuries. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-mar-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cyst ('right and left ovarian cyst') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine myoma (before essure) and uterine anteflexion. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion hospitalization) and cervical cyst ("small nabothian cysts on the cervix"). On (B)(6) 2016, the patient experienced menstruation irregular ("irregular periods") and uterine haemorrhage ("excessive irregular bleeding, abundant uterine bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), heavy menstrual bleeding ("heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("abdominal swelling"), back pain ("back pain, continuous pain in the lumbar-sacral region"), headache ("headaches"), fatigue ("tiredness, excessive fatigue"), peripheral swelling ("leg swelling"), metal poisoning ("metallosis"), seizure ("seizures lasting 5-10 minutes at night") with muscle spasms and anxiety ("anxiety"). The patient was hospitalized from on (B)(6) 2017. The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure on (B)(6) 2017 and right and left ovarian cystectomy on (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, menstruation irregular, uterine haemorrhage, dysmenorrhoea, abdominal distension, back pain, headache, peripheral swelling, metal poisoning, seizure, ovarian cyst, cervical cyst and anxiety outcome was unknown and the fatigue had not resolved. The reporter considered abdominal distension, anxiety, back pain, cervical cyst, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, menstruation irregular, metal poisoning, ovarian cyst, pelvic pain, peripheral swelling, seizure and uterine haemorrhage to be related to essure. The reporter commented: initial consumer report was received on 13-mar-2020 via health service. Essure was implanted on (B)(6) 2013, since then she experienced symptoms. In less than 2 years, implantation essure caused various cystic formations in her body. As a result of these cysts, on (B)(6) 2015, she was in emergency room for pain in the right iliac fossa. After being admitted to the ward on (B)(6) 2015, a right and left ovarian cystectomy intervention was scheduled, she was discharged on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2015: ovarian cystectomy report: right ovary with 2 simple cysts of 2 cm and 1.5 cm and a morgagni hydatid. In the left cyst: 1 cm cyst formation. Ultrasound scan vagina: on (B)(6) 2015: in the right ovary a thin septa 5.3 cm cyst (coronal section) and in the left ovary another 2.9 cm cyst with a thin septum can be seen. Hypointense lesions in t1 and hyperintense ones in t2, without detecting clear papillae, enhancement or restricted-diffusion patterns because they could be cystadenomas. Anteverted uterus with 9 mm thick endometrium. In left anterior wall, a 15 mm intramural myoma is observed. Artifacts found due to bilateral tubal locking coils. Small nabothian cysts on the cervix. Vagina without relevant alterations. Bladder and rectal blister without evidence of lesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: plaintiff report via health service on 13-mar-2020. She was 43 years old at the time of the events, no relevant personal history except for the presence of a well-controlled uterine myoma; anteverted uterus, eumenorrhea before essure. On (B)(6) 2015 ultrasound showed ovarian cysts (new events), also added: seizure, cervical cyst, menstruation irregular, since insertion: heavy menstrual bleeding, dysmenorrhea, back pain, muscle spasms. Event swelling was specified to abdominal distension and peripheral swelling. Patient was hospitalised (seriousness criterion added) for essure removal. On 14-may-2021: no new information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), metal poisoning ("metallosis"), anxiety ("anxiety"), fatigue ("tiredness") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, swelling, genital haemorrhage, metal poisoning, anxiety, fatigue and headache outcome was unknown. The reporter considered anxiety, fatigue, genital haemorrhage, headache, metal poisoning, pelvic pain and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.